Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported when they pull away from their couch after charging their implant at night, the stimulation "zings" them right at the implant site. Patient also stated their implant is very very warm like it overheats. Patient confirmed it is not the external equipment that is very warm, but rather the implant in their back. Patient stated they spoke to hcp and was told this is due to their settings being too intense and the patient was advised to contact rep for reprogramming. Patient noted they had met with mdt rep on sept 15 and rep "turned up" a lot of their numbers at that appointment; patient confirmed they did speak to the rep that day regarding the reported issues. Rep reported that she reached out to patient, he was turning up stim to the point where he was getting zinged, settings are actually set at dtm. Reps figured everything out for the patient. Patient said he had concerns with his controller. Apparently, patient called and spoke to someone who said there were no concerns there. Rep met with the patient and everything looked fine and great. It's been couple of weeks since rep met with the patient. Patient seemed pleased with the last visit. His stimulation coverage is going really well. Patient had no concerns. On 11/26 rep clarified that manufacturer was not aware of the zings or ins getting warm. Rep immediately called the patient at that point and spoke to him about these issues. Patient told her that he was increasing stim himself, going rouge with the settings, therefore it zinged him. Once he decreased the settings, issue was resolved. Patient also stated the he called the hcp office and made them aware of the implant getting warm but they said it was normal. After that, rep met with the patient to make sure there were no device issues. She checked impedances, ran the charging process with the patient and there were no devices issues. Patient was charging fine, and no devices were getting warm, internal or external. Patient was reeducated about the programming and charging process. Patient understood and was very pleased with the devices and therapy. Rep confirmed there are no device issues, patient sometimes likes to do things with devices that are not recommended, for example, programming, charging in a way other than how it is supposed to be charged. Rep has not heard from this patient since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.